Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the keypad was intact with no damage. All of the buttons responded properly and no contamination was found when the keypad was removed. The pump case was removed and there was no evidence of moisture or loose components inside.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.